Manufacturer narrative:
The reported event is confirmed manufacturing related as blockage was present. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visually inspected catheter; no physical defects present. Attempted to inflated balloon with 10ml of mbs with returned syringe. Balloon did not inflate as blockage found in inflation lumen. Also received 4 photo samples: 1) first photo shows top view of catheter and syringe used for the reported event. 2) top view of trifurcation site. 3) end of catheter with deflated balloon. 4) inflation cap present on catheter. Therefore, the reported event is confirmed and does not meet specifications per (B)(4) rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water did not enter, and the foley catheter balloon did not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water did not enter, and the foley catheter balloon did not inflate.